Event description:
Pt was revised to address pain.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. A search of the complaint databases did not reveal any other reports against the mfg lots. Provided info indicated the products were not suspected of failing to meet specs or contributed to the event. The investigation could not verify or draw any conclusions about the reported pain. In addition, no evidence was found suggesting product error was a contributing factor to the reported implantation of an expired product. Based on the performed investigation, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should add'l info be received, the investigation will be re-opened.